Event description:
New information states that the programming changes made on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via a merlin@home transmission showing nsrvo due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were discussed. There were no patient consequences.